Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 68 (mg/dl). The customer consumed juice to address low bg level. The customer's bg level then elevated to 359 (mg/dl) due to the juice consumed. A bolus via the pump was delivered to address elevated bg level. A recommendation was made for the customer to discuss bg levels with a healthcare provider. Reportedly the customer had manual injections as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be evaluated due to no usb communication.